Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a non-tortuous, concentric, non-calcified, de novo, 100% stenosed lesion in the sfa. After a guide wire crossed the target lesion, dilatation was performed with an armada 35 4.0 x 10 mm. During deflation, air was coming from the junction between the shaft and hub. Additional dilatation was performed, the balloon was deflated; however, air was coming again. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The leak was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following information was provided: the device was soaked and prepped outside of the patient. There was no resistance upon advancement or upon removal from the anatomy.